Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37752, serial# (B)(4). Product type: recharger: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. (B)(4).

Event description:
It was reported there were communication problems.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen on (B)(6) 2013 for reprogramming, however, it was determined that the ins was in overdischarge. The patient had experienced trouble charging as the ins would only charge up to 50%, and he lost stimulation about 2-3 months ago. It was noted that the last successful recharging session was also about 2-3 months ago. The patient performed a physician mode recharge but the ins didn't come back. The patient attempted three more recharges on three separate occasions over the last two weeks but never got to the normal charging screen. The insr displayed an end-of-service and power-on-reset message. (B)(6) 2013 e1a (rep): it was later reported that there were no interventions taken yet. The patient was going to think about whether he wanted to have the ins replaced. It was noted that the patient didn¿t get much relief from the stimulator when it was working, except in the legs.